Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: (B)(4) user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.

Event description:
Consumer reported complaint high blood glucose test results. The customer is concerned with all of the results obtained. The expected fasting blood glucose test result range is 90 to 160mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification. The test strip lot manufacturer's expiration date is 12/31/2018 and open vial date is (B)(6)2017. The meter memory was reviewed for previous test result history: a 419mg/dl, (B)(6)2017 01:06 pm, fasting: yes. A 386mg/dl, (B)(6)2017 08:09 am, fasting: yes. A 371mg/dl, (B)(6)2017 09:59 pm, fasting: yes. A 440mg/dl, (B)(6)2017 01:57 pm, fasting: yes. A 408mg/dl, (B)(6)2017 11:00 am, fasting: yes. Customer is concerned with the high readings she has obtained recently with her meter, as she has not had any type of change in her daily regimen.